Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 660i synchron access clinical system generated false potassium (k), carbon dioxide (co2), calcium (calc) and/or glucose modular (glum) results for five (5) patient samples. Sodium (na) and chloride (cl) results were suppressed. K, co2, and calc results were also suppressed on all but one (1) of the samples. The erroneous results were not reported out of the laboratory. The samples were repeated on another dxc, but had been diluted by the original dxc due to a leak that was observed and the results were still not correct. The samples had to be redrawn. The results provided by the customer are shown in the attachment section of this report. The customer worked with bec customer technical support (cts) and found a loose fitting on the modular chemistry (mc) sample probe that had caused the leak. The leak was distilled water and was contained within the instrument. The water leak did leak into the samples and diluted them. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. There was no death or serious injury requiring medical attention associated with the erroneous results and leak.

Manufacturer narrative:
Quality control (qc) prior to the event was within laboratory established ranges. The customer stated that qc after the event was low. The customer tightened the fitting which resolved the issue. Service was not initiated as the customer corrected the issue.